Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss in the from the tubing form the cylinders, the patient was unable to fully deflate or inflate the device. The ipp was explanted, replaced and the tissues irrigated. There were no patient complications reported.